Event description:
A 250cc bag of heparin was hung at 0010. The rate on the IV pump was set to run at 12cc's/hr. At 0210 the IV was alarming and rn went to investigate. The screen on the front of the pump was reading "turn to run." At that time the rn noticed that the bag of heparin was nearly empty. She noted that the control knob was in the run position but wouldn't work in any position. The pump was removed from use. Patient's partial thromboplastin time prior to infusion was 68.7. The partial thromboplastin time taken after the infusion was >240 at 0300 and ptt 192.8/prothrombin 20.7 at 0715.unit was inspected by our biomed team, which reported no physical damage to unit. Showed rate of infusion at 500 milliliters per hour. Volume to be infused at 1000 milliliters. (Staff had changed rate during trouble shooting), and volume infused at 1278ml's. When unit turned on it alarmed "turn to run." Difficulty getting control knob to stop in proper position. When control turned to run pump, it continued to alarm, "turn to run." By turning the control knob on and off, you could intermittently get controls to work properly. Front panel was removed to check control knob for obstructions or damage. None found. Unit reassembled. At this time, biomed was able to operate controls properly without "turn to run" alarm. Tested infusion rate: ran for approximately 2 hours at 50 ml/hr, volume infused displayed on pump 95.4ml's, reading on analyzer 93.9ml's, average flow rate 49.2ml/hr. Set rate to run at 12ml/hr and ran for almost 2 hours. Volume infused displayed on pump 24.5ml's, reading on analyzer 23.7ml's, average rate on analyzer 11.8ml/hr. Biomed could not duplicate infusion rate problem. Not able to reproduce "turn to run alarm" after initial inspection. Pump had been recently inspected as part of annual inspection. Found to be operating correctly at that time. The field service rep to be notified to reinspect.